Event description:
The user facility reported that the involved device got stuck, but no information was provided on which part. A vascular surgeon was called to perform a cutdown to remove the device. The patient was sent to the ICU as a precaution. Additional information was received on (B)(6) 2024: the patient's procedure was an ablation. The procedure sheath was 6fr. There were no difficulties with access or the insertion of wires, sheath, or catheter.

Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential withdrawal issue. The exact root cause cannot be determined. The likely cause was determined to have been suture lockup resulting in a device withdrawal issue requiring surgical intervention. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).